Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, not irrigating the incision site before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows antibiotics were not used pre-operatively. Additionally, information was provided that the patient is a slow healer due to being a smoker. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age or mental capacity as they are a smoker (user error - clinician).

Event description:
The patient reported pus at the pocket site. Antibiotics were prescribed and the pocket is totally scabbed over and no longer inflamed. No further issues have been reported.